Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / malposition of essure device location of"), device breakage ("fracturing of the implant") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 12475788,806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy on (B)(6) 2010. Concurrent conditions included body mass index normal. In 2011, the patient experienced fatigue ("hormonal changes describe: tired / fatigue"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding: menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 17-jun-2016. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abdominal pain lower, depression, fatigue, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, device expulsion and weight increased outcome was unknown. The reporter considered abdominal pain lower, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, lot number received patient historical condition added, events added as follows:- fatigue, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, device expulsion, pelvic pain, weight increased, abdominal pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / malposition of essure device location of/ migration of essure device location of device: protruding out of tube"), device breakage ("fracturing of the implant"), embedded device ("the essure device was imbedded into the tubal ostia bilaterally"), genital haemorrhage ("heavy bleeding / abnormal bleeding") and device expulsion ("expulsion of essure device") in a 28-year-old female patient who had essure (batch no. 12475788,806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy on (B)(6) 2010, colposcopy, back pain and female condom. Concurrent conditions included body mass index normal, ovarian pain, tiredness, abdominal distension, erythropapular rash, human papilloma virus test positive, abdominal bloating and uterine bleeding. Family history included endometriosis. In 2011, the patient experienced fatigue ("hormonal changes describe: tired / fatigue") and back pain ("back pain"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody/hormonal changes "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and weight fluctuation ("weight gain/loss specify which one"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding: menorrhagia/ abnmormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), abdominal pain lower ("pain"), depression ("depression") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). The patient was treated with paracetamol (tylenol), surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy), surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, embedded device, genital haemorrhage, device expulsion, abdominal pain lower, depression, fatigue, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Biopsy: ecc revealed possible koilocytotic atypia and the one biopsy showed lgsil ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: dysmenorrhea, menorrhagia, dyspareunia. Lot number: 12475788 manufacture date: 2011-01 expiration date: 2013-12. Lot number: 806693 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / malposition of essure device location of/ migration of essure device location of device: protruding out of tube"), device breakage ("fracturing of the implant"), embedded device ("the essure device was imbedded into the tubal ostia bilaterally"), genital haemorrhage ("heavy bleeding / abnormal bleeding") and device expulsion ("expulsion of essure device") in a 28-year-old female patient who had essure (batch no. 12475788,806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy on (B)(6) 2010, colposcopy, back pain and female condom. Concurrent conditions included body mass index normal, ovarian pain, tiredness, abdominal distension, erythropapular rash, human papilloma virus test positive, abdominal bloating and uterine bleeding. Family history included endometriosis. On (B)(6) 2011, the patient had essure inserted.in 2011, the patient experienced fatigue ("hormonal changes describe: tired / fatigue") and back pain ("back pain"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody/hormonal changes "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and weight ("weight gain/loss specify which one"). In may 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. In 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding: menorrhagia/ abnmormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), abdominal pain lower ("pain"), depression ("depression") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). The patient was treated with paracetamol (tylenol) and surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, embedded device, genital haemorrhage, device expulsion, abdominal pain lower, depression, fatigue, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, back pain and weight outcome was unknown. The reporter considered abdominal pain lower, back pain, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, vaginal haemorrhage and weight to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Biopsy: ecc revealed possible koilocytotic atypia and the one biopsy showed lgsil. ¿concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: dysmenorrhea, menorrhagia, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Back pain, weight loss and the patient did not undergo essure confirmation test were added, patient's medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant / malposition of essure device location of"), device breakage ("fracturing of the implant") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 28-year-old female patient who had essure (batch no. 12475788, 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy on (B)(6) 2010, colposcopy and back pain. Concurrent conditions included body mass index normal, ovarian pain, tiredness, abdominal distension and erythropapular rash. Family history included endometriosis. In 2011, the patient experienced fatigue ("hormonal changes describe: tired / fatigue"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes describe: moody"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device ("the essure device was imbedded into the tubal ostia bilaterally"), abdominal pain lower ("pain"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding: menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and device expulsion ("expulsion of essure device"). The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, embedded device, genital haemorrhage, abdominal pain lower, depression, fatigue, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, device expulsion and weight increased outcome was unknown. The reporter considered abdominal pain lower, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood altered, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on 28-feb-2018: medical record received. Event device embedment added. Lab data updated. Historical & concomitant drugs ,conditions are added. Patient , product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("pain"), device breakage ("fracturing of the implant") and depression ("depression"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, device breakage and depression outcome was unknown. The reporter considered abdominal pain lower, depression, device breakage, device dislocation and genital haemorrhage to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.